Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing and the device was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected, could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until a failed self test on (B)(6) 2008. After this date, the absence of any history until (B)(6) 2009 would indicate the device was left in fault mode or the pad-pak was removed. There are two further self test fails in (B)(6) 2010 for a low battery. The user was alerted to the problem by a flashing red led and an audible beep. The temperature at the times of the fails was recorded as being around freezing point. Although no fault was found with the pad or pad-pak, the pad-pak was depleted to the point it triggered the battery management system in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.